Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the pod fell off causing the cannula to dislodge from the site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level reached 16.2 mmol/l (291.6 mg/dl). The pod was worn between 37 and 48 hours on the leg. It was noted that the pod fell off due to them bumping into something causing the cannula to dislodge from the site. Hyperglycemia treated with a new pod.